Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that with the device the inner tube cracked, or the plastic between the hole breaks, which necessitates providing extra inner cannulas. There was patient involvement, and no patient harm reported. Per reporter it has been noticed that the inner tubes are not robust and require additional replacements to last the four weeks before the next tube change. Although the defective tubes do not cause harm, replacements are provided to prevent potential issues. Instances have been reported where patients and staff panic when the ring pill breaks off. Per reporter, the tubes examples from the caseload are from a variety of different types. The types mentioned include size 6 fen uncuff, size 7 fen uncuff, size 7 unfen cuffed, and size 8 fen cuff, as well as the corresponding inner cannulas for the chosen tubes.